Event description:
Patient #2: the autopulse platform (sn (B)(6)) was used to resuscitate four patients in cardiac arrest. The platform failed during resuscitation attempts and displayed several different error messages during use and the error codes would not clear. The customer believes that manual CPR is not as effective as automated CPR and stated that the reported issue didn't cause injury. Additional information was received from the customer on date 11/23/2022 stating that the platform did not cause an adverse event during the four patient events and the customer switched to manual CPR after each platform failure. No consequences or impact to the patient. The date of the event is unknown for each of the four patients.

Manufacturer narrative:
B5 (describe event or problem) was corrected based on the received additional information. H4 (device manufacture date) was updated. The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed several different error messages during four patient calls" was confirmed during the archive data review. Based on the archive, the autopulse platform failed during active operation due to the following user advisories (ua): (ua) 17 (motor on for too long during active operation), (ua) 12 (lifeband not present), (ua) 18 (max take-up revolutions exceeded), (ua) 02 (compression tracking error), and (ua) 07 (discrepancy between load 1 and load 2 too large) error messages. During the functional testing performed at zoll, only (ua) 17 and (ua) 07 were replicated. Technical investigation revealed that the root cause of (ua) 17 was a failed drivetrain motor due to the failed component, and the root cause of (ua) 07 was a failed load cell 1. The failed load cell was likely attributed to a failed component or mishandling such as a drop. During visual inspection, the front enclosure was observed with a crack in the front-end area, unrelated to the reported complaint. The probable root cause for the observed physical damage was user mishandling. The front enclosure needs to be replaced to address the damage. The archive data review performed at zoll indicated that the platform failed during active operation on the following dates: 12 may 2022, 24 may 2022, 29 june 2022, and 25 september 2022. On 12 may 2022, the platform stopped compression with a (ua) 17 after performing four sessions with a total of 57 compressions. Also, the platform displayed (ua) 12 and (ua) 18, however, these errors were cleared by the customer. On 24 may 2022, the platform stopped compression with a (ua) 17 after performing four sessions with a total of 1267 compressions. On 29 june 2022, the platform stopped compression with a (ua) 17 after performing four sessions with a total of 903 compressions. In addition, the platform displayed (ua) 02. The (ua) 02 was cleared by the customer. On 25 september 2022, the archive data showed occurrences of multiple (ua) 07 after the platform performed 185 compressions on a large and stiff to compress patient. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended action for this type of user advisory is to ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, (ua) 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional testing without any fault or error. The platform was re-evaluated through the run_in test using the 95% large resuscitation test fixture (lrtf), the platform stopped compressions due to (ua) 17 error message. The investigation findings revealed that the root cause was due to a failed drivetrain motor, likely attributed to the failed component. The failed drivetrain motor needs to be replaced to address the observed failure. In addition, the load cell characterization test performed during further functional testing revealed that load cell module 1 was under-reporting. The (ua) 02 and (ua) 07 observed in the archive were related to the load sensing system as it detected a weight/load imbalance between the two load cells. The failed load cell module 1 needs to be replaced to address the issue. Waiting for the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll representative contacted the customer, and the customer agreed to proceed with service repair on the autopulse platform (sn (B)(6). Following service and parts replacement, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6)2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
Patient #2: the autopulse platform sn(B)(4) was used to resuscitate a patient in cardiac arrest. The customer reported that the platform displayed several different error messages during use. The error codes would not clear, and this caused poor CPR to be completed on the patient. The customer believes that manual CPR is not as effective as automated CPR and stated that the reported issue didn't cause injury, but it could be a contributing factor to why the patient didn't regain a pulse or didn't have an accurate survival chance. No further information was provided. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, zoll's medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device. Please see the following related MFR reports: MFR #3010617000-2022-01907 for autopulse platform sn (B)(4) associated with patient #1 MFR #3010617000-2022-01888 for autopulse platform sn (B)(4)associated with patient #3 MFR #3010617000-2022-01894 for autopulse platform sn (B)(4)associated with patient #4.